Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal ace precision procedure in the mitral position. The strategy was to implant a second device and, if necessary, a third to cover the broad jet. The patient was presented with degenerative mitral regurgitation (dmr) and long anterior mitral leaflet (aml) fully prolapsed over the whole commissure. An additional p3 flail with chordae rupture was also observed with a broad jet over the whole commissure. La is completely full filled with color. The first implant of an ace device was successful in the medial position with a reduction of the mr. Both leaflets were successfully grasped with a good leaflet insertion close by the first device in the central position. After closing the second device, a new hole (5mm) was visible in the aml close by the closed anterior paddle. After evaluating the echo images, the echocardiographer said that the possible cause of the hole could be the long and fragile aml beating against the retention elements before grasping. The second device was not released at this point, and the physicians attempted to cover the hole with an occluder. The attempt was unsuccessful as the occluder was too small and slipped through the hole. In the next step, the physicians decided to release the 2nd device since leaflets were still grasped well. The release was successful. No single leaflet device attachment (slda) was observed. The patient was stable with a small reduction of mr and a good hemodynamic reduction of lap from 50 mmhg to 30 mmhg. Of note, the patient received surgical intervention with mitral and aortic valve replacement due to recurrent mitral regurgitation (severe) and additional aortic valve stenosis.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The following sections were updated/corrected: b4, d4, g3, g6, h2, h6, and h10. H10: a supplemental MDR is submitted based on the manufacturer's device evaluation. Per the instructions for use (IFU), leaflet tissue damage is a potential adverse event identified as a possible complication of the pascal implant procedure. There are multiple patient and procedural factors that, alone or in combination, can cause or contribute to leaflet tissue damage as the pascal implant is deployed and secured to the leaflets of the valve. The correct alignment and positioning of the device at the point of deployment are emphasized as key factors to the placement and fixation of the device. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment of the device. There was no allegation or indication a device malfunction contributed to this adverse event. The pascal training manuals instruct the operator on proper positioning and deployment of the device, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the pascal system. Training includes patient screening (to ensure anatomy is suitable for the device), device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The imaging evaluation identified a fenestrated perforation measuring approximately 5.7mm x 4.7mm in the anterior mitral leaflet (aml) in the returned baseline tee imaging. The IFU states, "safety and effectiveness have not been established for patients with anatomic characteristics including, but not limited to, the following: presence of significant cleft or perforation in the grasping area". The imaging evaluation shows the second pascal ace implant navigating to an a2/p2 position lateral to the first implanted device. While the second implant is in a capture-ready configuration with the clasps up, attempting to capture the aml, the large and long aml coapts against the implant, causing it to move through the echo viewing planes. Once the aml is grasped, the implant is closed and slightly advanced to relieve leaflet tension, at which point, the perforation appears open (not fenestrated) and slightly widened, now measuring 7.7mm x 4.7mm. The fenestrated perforation portion of the aml coapted against the retention elements during leaflet capture as a potential contributing factor. Additionally, the closure and advancement of the implant after leaflet capture resulted in the worsened perforation. Based on screening information (evidence of a fenestrated perforation of the a2 segment of the anterior mitral leaflet at baseline), patient conditions (imaging evaluation confirmed a large and long aml) and communications/interviews provided by the echocardiographer, "the possible cause of the hole could be the large long and fragile aml which is beating against the retention elements before grasping". Investigation results indicate that the root cause is not likely related to the pascal ace device but rather related to the procedural use of the device. H3 other text : device remains implanted in patient.